Manufacturer narrative:
Corrected data in section b3 (date of event), d1 (brand name), d4 (model number) and g4 (PMA/510(k) number). Added information to section h6 (investigation conclusions). H11. Additional narrative/data: the carpentier-edwards s.a.v. Bioprosthesis, mitral (model 6650) is not sold or marketed in the us; however it is similar to carpentier-edwards duraflex low pressure mitral bioprosthesis (model 6626lp). The date of the event is known as october 2020. Therefore, 01 oct 2020 was used as the occurrence date. In addition, the implant date is only known as "2011". Therefore, 31 dec 2011 is being used to calculate the implant duration.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions). H11. Additional narrative/data: the exact implant date remains unknown, however it is known that device was implanted in 2011. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. In addition, the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes may result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Based on the information available, the most likely root cause is patient factors.

Event description:
Through review of medical article "percutaneous implantation of a sapiens 3 valve-in-valve in mitral position: a case report involving correction of prosthetic mitral valve regurgitation", corresponding author dr. Miguel martins de carvalho, the following event was identified as pertaining to an edwards device: a 85-year-old man who underwent mitral replacement surgery with a biological prothesis (29 carpentier-edwards sav), approximately after eight (8) years and nine (9) months, developed signs of heart failure. An echocardiogram was performed, revealing severe mitral bioprosthetic regurgitation, due to cusp prolapse; preserved biventricular systolic function and major pulmonary hypertension. The decision was taken to perform a percutaneous mitral valve-in-valve implantation of a sapiens 3 ultra 29. The patient was discharged five (5) days later.

Manufacturer narrative:
H11: additional manufacturer narrative: the date of the event is unknown, however, the article was received for publication on 01 november 2022. Therefore, the received for publication date was used as the occurrence date. Article citation: miguel martins de carvalho, ricardo alves pinto, tania proenca, mariana paiva, carla sousa, joao carlos silva, filipe macedo, percutaneous implantation of a sapiens 3 valve-in-valve in mitral position: a case report involving correction of prosthetic mitral valve regurgitation, revista portuguesa de cardiologia, volume 42, issue 9, 2023, pages 813-814, issn 0870-2551, doi.org/10.1016/j.repc.2022.12.015. A video was provided within the article and reviewed. The echo clip, 3 cardiac cycles, shows a surgical prosthesis with a prolapsed leaflet and severe, eccentric regurgitation. The subject device is not available for evaluation as it remained implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.